Event description:
The customer reported that the 7 x 28mm biosteon screw broke during surgery. Surgery details were not provided.

Manufacturer narrative:
The batch manufacturing record was reviewed and no contributory factors were identified. Based on the information available, possible suspected root causes: failure to tap/use dilator, use of damaged or bent driver, graft/screw/tunnel not appropriately sized, insertion over bent guidewire.